Event description:
Per contact, during the procedure the bands deployed prematurely and some of the bands deployed two at a time. Two out of ten bands deployed successfully. Tech said that suction was not good. At the end of the procedure the tech pulled the distal tip of the ligator off the pentax scope and noticed that all of the strings had detached.